Event description:
Max plus extension set (lot # 20055016) multiple attempts were made to flush through buff cap on end of extension set (with various from same lot number) and were unable. FDA safety report ID # (B)(4).